Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined). The batch 6005527 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6005527 were previously tested in (B)(4) on 07/may/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005527 was manufactured according to the wi version 26 and packaging in the line 1 inset 30, on 17/feb/2024, with a total of (B)(4). Bag sealing: the lot 4b02431 was manufactured according to the wi version 29 bag sealing in the machine li3010, on 17/feb/2024, with a total of (B)(4). Gluing of tubing: the lot 4b03039 was manufactured according to the wi version 60 in the gluing of tubing in the machine sc07, on 16/feb/2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 12/jun/2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6005527 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced infusion set leakage event on (B)(6) 2025. No further information available.